Event description:
It was reported by the customer that the ventilator during pre-use check is failing the o2 sensor test. The field service tech has been dispatched to the facility that an air gas module was exchanged in the system. There was no patient harm reported. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.